Manufacturer narrative:
During a lower blepharoplasty a patient received a small second degree burn from the electrode needle to the right upper eye lid. Account stated that the needle was placed properly in the pencil. The electrode needle was being used in the small pocket under the lower eyelid. At times the non-insulated middle portion of the needle would be against the skin of the upper eyelid. After burn was identified the end-user stopped using the electrode needle within the eye-lid pocket but did continue to use the electrode needle to complete the procedure. The procedure was completed without further incident. The patient was given an ointment to treat the burn. The samples received were new and unused. The samples functioned as intended. A root cause has not been determined, however, we cannot rule out user error. Due to the reported burn, this medwatch is being filed.

Event description:
It was reported a patient received a burn from an electrode needle.